Event description:
Per the audiologist, the patient complained of discomfort from the external processor being ¿too big¿ and it causing ¿painful sensations¿ at the site of the implant. The results of an integrity test in 2008 indicated that the device was functioning according to manufacturer¿s specifications. Per the surgeon, the patient was explanted due to facial nerve stimulation. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.